Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was able to be confirmed. Based on a visual, functional and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient had a known narrowed common femoral artery. During the procedure, an 8f non-abbott guiding catheter and an 18 inch non-abbott guide wire were advanced and three 5.0x200 mm on 80 cm armada 35 ll percutaneous transluminal angioplasty (pta) catheters were used one after the other in the patient. All three balloons ruptured on the first inflation at 8 atmospheres. Another armada 35 ll pta catheter 135 cm was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: terumo 18 advance, guide catheter: terumo 8f. The two additional armada 35 ll 5 mm x 200 mm dilatation catheters referenced are being filed under separate medwatch reports. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.